Event description:
The customer reported that while the unit was in use on a pt, the unit experienced a sys failure upon power-up, and also intermittently audibly alarmed with no alarm message indicated. The pt was switched to another unit and therapy was continued. No pt injury was reported.